Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, for the placement of a wallflex biliary rx uncovered stent, they experienced difficulty removing the delivery system from the deployed stent. Reportedly, the stent was caught on the delivery system and moved the stent distally. The physician placed a boston scientific plastic stent (unknown upn) inside the metal stent temporarily; another metal stent was unavailable. The patient will be rescheduled for placement of a second metal stent. The were no complications reported.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.